Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer called stating toothbrush head would not stay on tight, and it slides off the handle. No injury was reported.

Event description:
Consumer called stating toothbrush head would not stay on tight, and it slides off the handle. No injury was reported.

Manufacturer narrative:
22-jan-2019 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.